Event description:
Caller reported active blood glucose results of "> 300 mg/dl" and "> 147 mg/dl" within 10 minutes. Caller reported a separate comparison on the same system of 220 mg/dl and 93 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).